Event description:
Same case as MDR ID#: 2134265-2012-00510. (B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient experienced recurrent angina and calcified disease downstream from the previously treated vessel location. The patient presented due to current nstemi. The 99% stenosed and 8mm long target lesion was located in the proximal left anterior descending (lad) artery with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.5x16mm taxus liberte stent, resulting in 0% stenosis following post-dilation. The next day, the patient returned due to recurrent angina. The physician deployed a 3.0x8mm taxus liberte stent overlapping the 2.5x16mm taxus liberte stent placed in the proximal lad the previous day. The patient was discharged three days later on aspirin and prasugrel. (B)(6) 2011 - the patient presented with recurrent angina. The physician observed 80% stenosed and calcified disease downstream from the previously stented segment proximal lad. The physician unsuccessfully attempted to advance a 2.5x20mm ion stent through the previously placed taxus liberte stents. The proximal lad was treated with balloon angioplasty using a 2.0x15mm maverick balloon and the procedure ended. The event was considered resolved without residual effects and the patient was discharged seven days later on aspirin and prasugrel. On an unknown later date, the patient returned for a coronary artery bypass grafting procedure.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).